Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient machine began to alarm air detection. The dialyzer was noted to have air in the top of the dialyzer. The lines examined and air bubbles were noted below the blood pump segment. The door was opened to examine pump and no blood noted initially. The front part of the tubing segment was removed and blood was noted to run out of the blood pump tubing. Treatment was discontinued with only the arterial side blood returned. A new machine was set up and treatment was re-initiated. No distress was noted from the patient. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) patient machine began to alarm air detection. The dialyzer was noted to have air in the top of the dialyzer. The lines examined and air bubbles were noted below the blood pump segment. The door was opened to examine pump and no blood noted initially. The front part of the tubing segment was removed and blood was noted to run out of the blood pump tubing. Treatment was discontinued with only the arterial side blood returned. A new machine was set up and treatment was re-initiated. No distress was noted from the patient. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.